Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective therapy and was unable to enter MRI mode, patients leads migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.